Event description:
The customer reported that the unit is self-activating when the accessory scissors are plugged into the bipolar jacks. No pt injury. The customer indicated that the generator had been plugged in incorrectly.